Event description:
The site reported that during a laparoscopic cholecystectomy, the surgeon noted a 2 inch by half inch burn on the right upper quadrant of the pt's abdomen. It was reported that a non-covidien handpiece had been in use with two non-covidien electrodes, as well as an unk monopolar spatula and hook. The covidien products in use were the generator and footpedals. Additional questions have been asked of the site. Additional info from the voluntary report number (B)(4): during a laparoscopic cholecystectomy, the surgeon noted a 2 inch long by half inch burn on the right upper quadrant.

Manufacturer narrative:
(B)(4). The site has indicated that the incident generator and footpedals will not be returning to covidien for evaluation. If additional info pertinent to this incident is obtained, a follow-up report will be submitted. Additional info from the voluntary report number (B)(4): date of event: 08/07/2012; valleylab force fx-c bovie machine; force fx bovie system; concomitant medical products: valleylab pedal, cat/ref: e6019, lot: 810030; valleylab footswitch, cat/ref: e6008, lot: 483620.